Manufacturer narrative:
(B)(4): information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent

Event description:
It was reported that during a nephrectomy case, the scrub nurse had checked the device and it was in good condition and passed the testing process. The tissue pad is separated from the clamping surface after using activation not more than 20 times, and cannot active without tissue. The surgeon thinks that it is not acceptable that the white plastic is separated from the clamping surface for such a short time and never happen in his using 100 times experience. One device is returning.

Event description:
Additional information received - tissue pad was melted and partially detached but did not fall off the clamp arm. File is not reportable.

Manufacturer narrative:
(B)(4). Correction - not reportable.